Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A 12fr anl sheath and dilator was being advanced over the wire through the femoral artery. When the vascular surgeon attempted to remove the dilator, the hub of the dilator broke off. The dilator was removed from the artery with forceps successfully and the procedure continued. Additional information provided 02march2016: the num (nurse unit manager) at (B)(6) (reporting facility) confirmed that the iliacs for this ibd patient were tortuous, although upon removing the dilator the tension was not greater than usual. No part of the device remained inside the patient. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Initial was filed within the 30 day time frame regardless of corrected date investigation - evaluation: a review of complaint history, device record history, manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. The manufacturing record for this lot was reviewed, and nothing of note was observed. It should be noted that there are no other complaints of any nature associated with this lot. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
A 12fr anl sheath and dilator was being advanced over the wire through the femoral artery. When the vascular surgeon attempted to remove the dilator, the hub of the dilator broke off. The dilator was removed from the artery with forceps successfully and the procedure continued. Additional information provided 02march2016: the nurse unit manager at the reporting facility confirmed that the iliacs for this ibd patient were tortuous, although upon removing the dilator the tension was not greater than usual. No part of the device remained inside the patient. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.